Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect "three days ago"; the patient felt a pulling of his arm toward his chest. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR. Report #3004209178201103362 regarding the patient's other device system.